Event description:
Patient had two nimbus pump nerve blocks (nb) set-up and infusing as ordered. Patient had a large loose bowel movement. While cleaning the patient, the primary rn and na noticed that the nb line and filter were in the stool. When cleaning the line and filter the rn and na noticed that they were unable to remove all of the fecal matter. Upon further inspection, the stool was found to be inside both filters. Rn clamped the tubing between the patient and contaminated filters, then re-primed new nimbus pump tubing, reconnected new tubing to patient and restarted nimbus pump. The tubing and filtration system is intended to be a closed system, but evidence of stool inside the filter demonstrates that this is not true. The tubing and filtration system is intended to be a closed system, but evidence of stool inside the filter demonstrates that this is not true.